Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was receiving bupivacaine (conc entration of 30mg/ml, dose of 7.204mg/day), and morphine (concentration of 5mg/ml, dose of 1.2007mg/day) via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported on (B)(6) 2017 that the patient had heard an alarm coming from their pump that was consistent with pump alarms. It was noted to be a critical alarm. It was stated the pump started to alarm around 10pm on (B)(6) 2017 and the last alarm was at 11:19. It was stated the patient wasn¿t due for a refill until (B)(6). Upon initial interrogation of the pump it was noted that a motor stall had occurred. The patient did not recently have a magnetic resonance imaging (MRI) session. It was stated the logs showed a motor stall on (B)(6) 2017 and a recovery 11 minutes later. It was stated when the stall occurred the patient had a lap desk on their lap and was scrapbooking. It was stated magnets were present on the lap desk but it was stated by the patient that they didn¿t think the magnets would be strong enough to affect the pump. It was stated the hcp would monitor the patient. It was stated the patient did not experience and adverse symptoms and the hcp questioned whether or not the pump really stalled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) on (B)(6) 2017 reported when asked if the cause of the motor stall was determined it was noted, "no-watch manufacturer notified." No further information provided.